Manufacturer narrative:
(b)(4).

Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6)2026. On (b)(6)2026, it was reported that the patient experienced inaccurate CGM values. At approximately 4:00 PM, the patient developed diabetic ketoacidosis (DKA) and was transported to the hospital by her boyfriend. The patient reported being admitted to the trauma unit and remained hospitalized for approximately 6 days. At the time of the event, the patient was using a Tandem t:slim X2 insulin pump in Auto Mode. The patient reported that the CGM displayed glucose readings of 90 mg/dL and 102 mg/dL, while a fingerstick blood glucose (FSBG) measurement was reportedly significantly higher and displayed ¿HIGH.¿ The patient could not recall the exact FSBG value. During the hospitalization, the patient reported receiving intravenous (IV) fluids and undergoing extensive blood work as part of her treatment and evaluation. Following the hospitalization, the patient reported neuropathy in her feet and indicated that she was receiving treatment from a podiatrist and a neurologist. The patient also reported seeking medical care for anxiety and depression. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the D zone of the Parkes Error Grid. No additional patient or event information is available.